Event description:
The device was received at boston scientific's return products department.

Manufacturer narrative:
Upon receipt, high powered microscopic visual inspection of the lead barrels and header of the device identified no irregularities. Analysis of the device memory confirmed that therapy was available and the device was functioning normally. The lead was put through and passed automated diagnostic testing that confirmed the performance of pacing, defibrillation, and sensing functions of the device. The recorded measurements following impedance testing were normal. It was concluded that this device performed normally throughout laboraatory testing.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's chronic implantable defibrillation lead, exhibited a drop in shock impedance measurements from 60 to 0 ohms. Additionally, electrogram (egm) noise was observed, however, there was no evidence of oversensing or pacing inhibition. The physician planned to evaluate the system further for potential lead explant. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this patient was presented to the electrophysiology (ep) laboratory in (B)(6) 2013 and the chronic transvenous leads were explanted. According to the implant form, the chronic competitor right ventricular (rv) defibrillation lead was part of an advisory/recall. There were no allegations or complaints against the chronic boston scientific's right atrial (ra) or left ventricular (lv) leads. Four days later, the patient was presented back to the ep laboratory and the chronic crt-d device was electively explanted and replaced. Additionally, an epicardial lv lead was implanted. The replacement transvenous ra/rv leads and epicardial lv lead were connected to the replacement crt-d device. Subsequently, boston scientific received information that this patient died in (B)(6) 2013 due to unknown reason. There were no reports that the explant or replacement procedure caused or contributed to the patient's death. There were no reports that the use of the boston scientific replacement leads caused or contributed to the patient's death.